Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and a correction bolus was delivered. Pump system check with tandem technical support found the pump was functioning as intended. Pump was returned for investigation. No failure was identified during functional testing; however, occlusion alarms were identified in the pump data.